Event description:
A ventilator was returned for service. There was no harm or injury reported. During the evaluation at the manufacturer's service center, the sound abatement foam was replaced for repair. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported death, life-threatening in outcomes attributed to adverse event, which was marked incorrectly as this is product problem only as mentioned in patient identifier in previous report . Date rec¿d by MFR incorrectly marked 30 days and initial including 15 days, which should marked as 30 days and initial only in this follow up report. Report source incorrectly marked in previous report, which is correctly marked as consumer and foreign in this follow up report. Initial reporter name and address was missing in previous report, which is correctly updated in this follow up report. Device available for evaluation was incorrectly reported in the previous report, which is correctly updated in this follow up report. Device evaluated by MFR was marked incorrectly in previous report, which is correctly reported in this follow up report. Common device name was incorrectly reported as mns in previous report, which is correctly reported now in this follow up report.